Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated that the patient's blood glucose was elevated for which they gave a correction bolus. The bolus stated did not bring the patient's blood glucose down, so they changed the site, set and insulin cartridge and gave her another bolus. The reporter stated the patient's blood glucose still would not come down, they gave an injection in the arm and transported the patient to the hospital. Upon admit, the patient's blood glucose was >500 mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.